Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the stimulation of the lower legs and feet is caused by new adjustments made by the manufacturer's representative (rep), and may not have been part of the issue causing longer recharge time. It was reported that the patient though that the rep adding this additional stimulation was causing the device to take longer to charge as the patient leaves stimulation on while charging. It was also reported that the charger charges the device easier on a full strength signal, and less adjustment is needed to keep the signal. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger antenna cord was frayed. It was also reported that the patient's ins was taking twice as long to charge within the last 2-3 weeks. The patient noted that the area of stimulation changed to include their lower legs and feet and was not sure if this was related to the charging issue. A new antenna was sent to the patient. No further complications were reported.